Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02340, 2015691-2017-02341, 2015691-2017-02342. Photographs of the valve shelf box label and ship notes were returned to edwards lifesciences. Upon review, it was concluded that the valve was mixed up between work orders. All kits were packaged on the same day at the same distribution center, and shipped on the same day to the distributor warehouse in israel. The kits were returned to europe as return materials. Per observation/investigation performed by the edwards team in europe: the product labeling for each returned device was correct and reflected the right content; the returned devices did not show any deviation on the component itself; the valve was confirmed to be swapped in the multi-pack; review of related work orders and jde records revealed no discrepancies during kitting; correct products were scanned to the corresponding kit; no customs or other inspection were conducted on the kits/products prior to shipment to the distributor warehouse in israel. It was noted that the device mismatch for these complaints were against the ship note (not a customer facing label), and not the product labeling on the actual devices (customer facing label). The complaint of packaging ¿ incorrect device in multi-pack was confirmed based on the review of returned photographs and investigation notes by the edwards team in europe, and a potential manufacturing non-conformance was confirmed. Per the investigation, no customs or other inspection were conducted on the shipment prior to being sent out to israel. Therefore, the mismatch did not occur due to external factors. Additionally, there were no reported shipper box damage, indicating that no tampering of packaging or packaging repair by an external shipment carrier. Based on the available information, the incorrect device packaging likely happened during the multipack process due to human error and/or improper line clearance. A CAPA was previously initiated to capture investigation and corrective/preventive action activities as appropriate.

Manufacturer narrative:
The investigation is ongoing. This is four of four manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6), during the routine verification of the kit at the warehouse, it was found the valve size and/or serial numbers did not match the kit order slip in 4 units. The devices were quarantined.